Event description:
This case was initially received via regulatory authority (reference number: mw5075349) on 27-mar-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("constant pain around abdominal area"), gallbladder disorder ("gallbladder issue") and sleep apnoea syndrome ("sleep apnea") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included escitalopram oxalate (lexapro). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria hospitalization, medically significant and intervention required), gallbladder disorder (seriousness criterion medically significant), sleep apnoea syndrome (seriousness criterion medically significant), dyspepsia ("heartburn"), vitamin d deficiency ("vitamin d deficiency"), pain ("body hurt"), headache ("headache"), migraine ("migraine headache"), sensitivity of teeth ("sensitive teeth"), dysgeusia ("metal taste in mouth"), hot flush ("hot flashes"), loss of libido ("no interest in intercourse"), dyspareunia ("pelvic pain when she had intercourse"), coital bleeding ("bleeding during intercourse"), abdominal discomfort ("constant pressure in abdominal area/ uncomfortable feeling in lower abdominal area"), arthralgia ("hip pain"), back pain ("lower back pain"), dizziness ("dizziness / dizzy spell"), panic attack ("panic attack") and anxiety ("anxiety more frequent"). The patient was treated with surgery (essure removed) and surgery (gallbladder removed). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, gallbladder disorder, sleep apnoea syndrome, dyspepsia, vitamin d deficiency, pain, headache, sensitivity of teeth, dysgeusia, hot flush, loss of libido, dyspareunia, coital bleeding, abdominal discomfort, arthralgia, back pain, dizziness, panic attack and anxiety outcome was unknown and the migraine had not resolved. The reporter provided no causality assessment for abdominal discomfort, abdominal pain, anxiety, arthralgia, back pain, coital bleeding, dizziness, dysgeusia, dyspareunia, dyspepsia, gallbladder disorder, headache, hot flush, loss of libido, migraine, pain, panic attack, sensitivity of teeth, sleep apnoea syndrome and vitamin d deficiency with essure. The reporter commented: the seriousness criteria hospitalization and medically significant were mentioned but not specified to one of the events. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (reference number: mw5075349) on (B)(6)2018. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("constant pain around abdominal area"), gallbladder disorder ("gallbladder issue") and sleep apnoea syndrome ("sleep apnea") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included escitalopram oxalate (lexapro). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria hospitalization, medically significant and intervention required), gallbladder disorder (seriousness criterion medically significant), sleep apnoea syndrome (seriousness criterion medically significant), dyspepsia ("heartburn"), vitamin d deficiency ("vitamin d deficiency"), pain ("body hurt"), headache ("headache"), migraine ("migraine headache"), sensitivity of teeth ("sensitive teeth"), dysgeusia ("metal taste in mouth"), hot flush ("hot flashes"), loss of libido ("no interest in intercourse"), dyspareunia ("pelvic pain when she had intercourse"), coital bleeding ("bleeding during intercourse"), abdominal discomfort ("constant pressure in abdominal area/ uncomfortable feeling in lower abdominal area"), arthralgia ("hip pain"), back pain ("lower back pain"), dizziness ("dizziness / dizzy spell"), panic attack ("panic attack") and anxiety ("anxiety more frequent"). The patient was treated with surgery (essure removed) and surgery (gallbladder removed). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, gallbladder disorder, sleep apnoea syndrome, dyspepsia, vitamin d deficiency, pain, headache, sensitivity of teeth, dysgeusia, hot flush, loss of libido, dyspareunia, coital bleeding, abdominal discomfort, arthralgia, back pain, dizziness, panic attack and anxiety outcome was unknown and the migraine had not resolved. The reporter provided no causality assessment for abdominal discomfort, abdominal pain, anxiety, arthralgia, back pain, coital bleeding, dizziness, dysgeusia, dyspareunia, dyspepsia, gallbladder disorder, headache, hot flush, loss of libido, migraine, pain, panic attack, sensitivity of teeth, sleep apnoea syndrome and vitamin d deficiency with essure. The reporter commented: the seriousness criteria hospitalization and medically significant were mentioned but not specified to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.